Event description:
The customer reported that a speaker malfunction inop was displayed on the avalon fm30 fetal monitor and there was no sound coming from the device. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Event description:
The customer reported that a speaker malfunction inop was displayed on the avalon fm30 fetal monitor and there was no sound coming from the device. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.